Manufacturer narrative:
The cause of the reported issue was determined to be due to a failed user interface pcb assembly and system pcb assembly. The device can no longer be repaired. The device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device displayed a white screen. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed that the device displayed a white screen. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device displayed a white screen. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.